Manufacturer narrative:
The customer rebooted the system the next day without error. The customer canceled the service call.

Event description:
The customer reported that the 9900 system would not boot up. No pt injury was reported.